Manufacturer narrative:
(B)(6) 2015 01:28 pm (gmt-4:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A maquet field service technician was on site and cleaned and decalcified the unit. Also all solenoid magnet valves were cleaned and a missing screw on the shunt valve has been fixed. Functional test and a test run were performed successfully. Electrical safety test according to iec (B)(4) was performed: protective resistance: 0.057 o insulation resistance: 10.5 mo device leakage current: 142.0 -a a supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
The water cycle on the cardioplegia side of the unit failed during patient treatment. The unit was immediately replaced. No patient effect or delay in therapy. (B)(4).